Event description:
Follow up information identified the location of the infection was at the ipg site. The patient was treated with intravenous (IV) and oral antibiotics.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12640. Related manufacturer reference number 1627487-2019-12641. It was reported that the patient experienced an infection. Surgical intervention took place to explant the patient's system.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
1 of 3. Related manufacturer reference number: 1627487-2019-12640. Related manufacturer reference number: 1627487-2019-12641. Follow up information identified the infection has resolved.